Event description:
The customer reported that during a surgical procedure using the allen surgical table, the table¿s chest support base broke causing the patient to fall. It was reported that the patient was injured, however, specific details of the injury and any required intervention was not provided. This report was filed in our complaint handling system as (B)(6)

Manufacturer narrative:
The customer reported that during a surgical procedure using the allen surgical table, the table¿s chest support base broke causing the patient to fall. It was reported that the patient was injured, however, specific details of the injury and any required intervention was not provided. During a follow-up call with the customer, the customer stated that there was no immediate injury to the patient, and no immediate intervention was required at the time of the event. The customer also reported that they are awaiting a final evaluation of injury report from the surgeon who performed the patient's surgical procedure at the time of the event. Multiple attempts to obtain additional details of the patient's evaluation have been unsuccessful. The allen chest support is designed to position and support the patient¿s chest in a variety of surgical procedures including, but not limited to spine surgery in prone position. The device is used in conjunction with additional support/positioning devices (surgical table, arm supports, head support) and supports only a portion of the patient in prone position during surgical procedures. Prior to use it is standard practice to inspect and confirm the equipment is in working order, verifying all parts fit together properly, can withstand the weight of the patient, and test prior to use to ensure positioning can be conducted in a safe manner the device IFU instructs ¿do not use if product shows visible damage, prior to using this device, inspect the product looking for any visible damage or sharp edges that could be caused by a drop or impact during storage. To prevent patient and/or user injury and/or equipment damage, examine the device and surgical-table side rails for potential damage or wear prior to use. Do not use the device if damage is visible, if parts are missing or if it does not function as expected.¿ to date, the customer has not provided any additional details related to this event. Based on the initial details received from the customer (no immediate injury), and that no additional details have been received, there is no indication that an injury (serious or otherwise) occurred with this event. Although there was no serious injury reported, if the reported malfunction were to recur, it could result in serious injury or death. Therefore, this is a reportable malfunction.

Event description:
The customer reported that during a surgical procedure using the allen surgical table, the table¿s chest support base broke causing the patient to fall. It was reported that the patient was injured, however, specific details of the injury and any required intervention was not provided. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
During a follow-up call with the customer, the customer stated that there was no immediate injury to the patient, and no immediate intervention was required at the time of the event. The customer also reported that they are awaiting a final evaluation of injury report from the surgeon who performed the patient's surgical procedure at the time of the event. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.